Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Market surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 99% stenosed 3.25x21mm target lesion located in the proximal right coronary artery (rca). Treatment placed a 3.0x28mm taxus express2 stent deployed at 16 atm's and post dilated with an unspecified balloon at a maximum 12 atm's. Ivus was performed, confirming the stent was well apposed, resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the next day on bayaspirin, panaldine and plavix. At 246 days post the index procedure, angiography confirmed in stent restenosis of the target lesion in the proximal rca. Reintervention treated the 90% restenosed 3.25x5mm lesion with angioplasty resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the next day. Per the physician, the event relation to the study device was listed as "possibly".